Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3-4. The first clip was advanced into the anatomy. Grasping was performed in the antero-septal commissure with good initial tr reduction. After removing the lock line, the clip opened to about 120 degrees. Grippers were lifted as attempting to invert the clip and remove it. Inverting was not possible because the clip was not opening anymore. The physician decided to release the grasp and dive into the ventricle to close the clip completely and remove it. However, the physician didn't dive deep enough in the ventricle and did not release the septal leaflet completely. They closed the clip and the septal leaflet got caught. The clip was deployed in this position. A second clip was then positioned and deployed, reducing tr to grade 2.

Manufacturer narrative:
The reported unintended movement-clip open-locked, difficult to open or close-clip open inability-anatomy, and difficult to open or close-clip jumping could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). The reported entrapment of device could not be replicated in a testing environment due to it being related to patient or procedural /operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the reported clip opened while locked, clip jumping and clip unable to open cannot be determined. The reported entrapment of device (clip becoming caught in anatomy) appears to be related to procedural conditions as it was reported that the clip was not steered deep enough into the ventricle and when the clip was closed, the septal leaflet was not released fully from the clip and had to be deployed at this location as the clip was unable to open. Foreign body in patient appears to be due to the procedural circumstances associated with the septal leaflet not being released fully from the clip and the clip being implanted at this location (septal leaflet). Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.